Event description:
During a cardiac arrest event, the pacer on a physiocontrol life pak 12 failed. The pt was found in ventricular fibrillation, the vf deteriorated into asystole. The pacer was activated and obtained mechanical capture, confirmed with pulses and heart sounds. Pacer settings 80 bpm, 150 ma. Pacing began at 1456 hrs, per the code summary, with failures beginning at 1459 and continuing intermittently until 1544. According to the code summary there were 7 total failures. The ems crew was unable to re-establish pulses. Treatment followed the american heart association protocols for v-fib and asystole. The pt never regained pulses and died in a local emergency dept.